Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vc perforation. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received.

Event description:
Dated (B)(4) 2016, abdominal/pelvic CT reports, "ivc filter in place. The anchors extends outside of he confines of the ivc."

Manufacturer narrative:
(B)(4). William cook europe initially reported event under MFR report # 3002808486-2016-01027. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation; a supplemental report will be submitted upon completion of the investigation.

Event description:
It is alleged that "patient received a gunther tulip filter on (B)(6) 2011 at (B)(6) medical center in (B)(6)." It is alleged the device is unable to be retrieved with no additional details provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "unable to be retrieved" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No other complaints on lot. Product is manufactured and inspected according to manufacturer instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.